Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as the plunger, suture, link, both needle tips and both cuffs were not returned for analysis. In the absence of all components returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly, with both proglide sutures, the proglide knot was advanced but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.